Event description:
The customer reported that during reprocessing, an alarm sounded and the insufflator powered off. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the report that the device powered off was not confirmed; however, when the device was powered on, an alarm sounded and the light on the front panel shut off due to a faulty printed circuit board. In addition, service found there was a gas leak from the cylinder hose due to a defective screw at the inlet port. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ¿the display of the front panel disappeared, and alarm went off¿ likely occurred due to faulty cr (circuit) board. The gas leakage likely occurred due to defective screws located near the gas inlet port. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.